Event description:
It was reported that the tip fell off the handpiece while in use. The tip fell into the surgical site, but was retrieved by hand. No additional treatment was administered to the patient as a result of this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. A quality investigation is ongoing. A follow up report will be filed when the investigation is complete.